Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and tray. The lot number cannot be fully seen on the label, however the micro label matches that in the report. All components were included in the return. A photo was provided and reviewed. The photo shows the barrel with the bands on it, and the trigger cord where the legs have moved out from under the bands and are loose under the bands. Our laboratory evaluation of the product said to be involved confirmed the complaint based on the condition of the returned device. A visual inspection showed that all 6 bands remained on the barrel, portions of the trigger cord had come away from the barrel and was no longer properly retained under the bands. All 12 deployment beads are present on the trigger cord however they are shifted out of position on the barrel. Correct bead placement could not be verified due to the trigger cord still being attached to the barrel. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. Using a shelf stock sample we were able to recreate the failure if we twisted the bands while loading the barrel onto the endoscope. The twisting allowed the trigger cord to lift from between the bands. The subassembly history record for the trigger cord said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report; the trigger cord legs were extended away from the bands. We were able to recreate the failure if we twisted the bands while loading the barrel onto the endoscope confirming the likely cause as user related. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the bands were twisted while loading the barrel onto the endoscops, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic fundal variceal injection plus esophageal variceal ligature, the physician was preparing to use a cook 6 shooter saeed multi-band ligator. It was initially reported that the trigger cord was knotted and the user concluded that it could not allow bands to be released. We determined that there was no reportable information at that time because the location of the knot was unknown and the user had not actually tried to deploy bands. A photo of the device was received on 10 mar 2025 and the trigger cord was loose under the bands making this event reportable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.